Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary: reviewing attached picture, the complaint description can be confirmed that the plate broken during screw hole. Not possible to identify the root cause for the reported problem without having the complained part available for investigation. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. B3 unknown date in 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: code 3191 used to capture surgical intervention, medical device removal, and fracture nonunion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of hardware due to variable angle (va)-condylar plate broke at condylar flare. Surgeon states non-union when removing the plate. Minimal calcification posterior. Total knee arthroplasty (tka) was performed on the patient after va-condylar plate was removed. The patient originally implanted with va-condylar plate and unknown screws on (B)(6) 2019. The patient did not report an incident that triggered breakage. The patient was non-weight bearing for 6 weeks following surgery. The plate and screws were explanted. The procedure and patient outcomes are unknown. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity # unknown). This complaint involves one (1) device.